Event description:
Reporter indicated that vns patient has recently experienced an increase in seizure activity. It was reported that the patient used to have approximately one seizure every 2-3 months but that patient now has a seizure every week. The patient's family member plans to follow-up with treating neurologist. Investigation to date has been unable to determine whether the patient has experienced an increase in seizures above pre-vns baseline frequency or whether it is simply an increase above previous efficacy with vns therapy.